Event description:
It was reported that the device does not work. When the skin graft was cross-linked, the graft was damaged. The mechanism halved/degraded it. The graft was destroyed and not used. Another mesh dermatome was taken and grafts were processed on it. No other adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the device does not work. When the skin graft was cross-linked, the graft was damaged. The mechanism halved/degraded it. The graft was destroyed and not used. Another mesh dermatome was taken and grafts were processed on it. No other adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit worked as it passed the test cut; however, the comb was damaged. The comb was replaced and the unit was verified for proper operation. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.